Event description:
It was reported that during flushing and dressing the catheter was occluded, the nurse tried with a 1 ml syringe and then it was possible to flush. The same day to have the PICC line examined. Complete stoppage and no backflow in a sitting position. PICC line can be flushed when the patient stands up but no backflow. Actilys was injected into the catheter and after 30 min flushing and backflow are able when the patient stands up, but still completely stopped in a sitting position. The patient comes back 4 days later for treatment. Continued stoppage in sitting position but flushing and backflow is possible when the patient is standing. The PICC line is dressed and the patient walks around the reception waiting for treatment to start. 20 minutes after redressing, it is discovered that there is fluid mixed with blood under the new dressing. The catheter is flushed, and it leaks at the point of insertion. The catheter is removed and a hole 5 cm from the 0 mark is discovered. Also looks like the catheter has been folded in the same place as the hole is. Patient unaffected. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the patient has been on the health care central for dressing and flushing, where the catheter was occluded. States that vessel-nurse at the health care central tried with 1 ml syringe and that it was then possible to flush. Will come to the outpatient ward the same day to have the PICC line examined. Complete stoppage and no backflow in a sitting position. Can be flushed when the patient stands up but no backflow. Ctilys was injected into the catheter and after 30 min flushing and backflow are able when the patient stands up, but still completely stopped in a sitting position. The patient comes back 4 days later for treatment. Continued stoppage in sitting position but flushing and backflow is possible when the patient is standing. The PICC line is dressed and the patient walks around the reception waiting for treatment to start. 20 minutes after redressing, it is discovered that there is fluid mixed with blood under the new dressing. The catheter is flushed, and it leaks at the point of insertion. The catheter is removed and a hole 5 cm from the 0 mark is discovered. Also looks like the catheter has been folded in the same place as the hole is. Patient unaffected. No other information provided, at this time.